Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/19/2020. H6: a manufacturing record evaluation was performed for the finished device am4859 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a cesarean section procedure on (B)(6) and suture was used. The thread detached from the needle and had to be replaced, another suture was used to continue the surgery. No adverse patient consequences reported.